Event description:
It was reported that a pt with aplastic anemia was treated for bad teeth in the oral surgery dept of the hosp. After teeth extraction, she had a packed cell transfusion through the device. Thirty (30) minutes after the start of the transfusion the pt experienced urticaria on the left arm, edema on the face and itching. The transfusion was stopped and neo-minophagen c and hydrocortisone sodium succinate were given and she recovered. One hour later, when the pt changed her body position she complained of nausea and discomfort, her blood pressure decreased and obnubilation and facial pallor occurred. The pt was given ephedrine hydrochloride and blood pressure increased to 60mmhg. A while later she recovered and urticaria and itching completely disappeared.